Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle broke off into the insulin vial. The following information was provided by the initial reporter: "consumer reported found 2 syringes on different days, needle slipped out and stayed in insulin vial".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-30. Investigation summary : customer returned (14) 1cc, 8mm, 31g syringes (4 in an open poly bag, 10 in a sealed poly bag) from lot # 7241568. Customer states that the needles slipped out of the syringe and into the insulin vial. All returned syringes were examined and 2 syringes from the open poly bag were returned with the cannula separated from the barrel. These samples were examined and exhibited adhesive runoff onto the side of the cannula well and adhesive on the lose cannula. No separated cannula was observed on any of the remaining syringes. A review of the device history record was completed for batch# 7241568. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications noted for insufficient adhesive. There were six (6) notifications noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure cannula separated from the barrel.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle broke off into the insulin vial. The following information was provided by the initial reporter: "consumer reported found 2 syringes on different days, needle slipped out and stayed in insulin vial".